Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that the device was attempted to be flushed with saline; however, a scan allegedly demonstrated rupture of the catheter resulting in dissemination (leak) of the device. Reportedly, the device will be removed. There was no reported patient injury.

Event description:
It was reported that the device was attempted to be flushed with saline; however, a scan allegedly demonstrated rupture of the catheter resulting in dissemination (leak) of the device. Reportedly, the device will be removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for a subcutaneous leak, as the image review stated there is a break in the tubing at a kink noted in the image. Findings listed were: right sided subclavian route port catheter is accessed. There is contrast present in the hub and the first half of the tubing. Contrast is present around the proximal port tubing. No contrast is present distal to the kink in the catheter tubing at the costoclavicular junction; there is a break in the catheter tubing at the kink. The key point listed was: this is conceivably a pinch point kink and break of the catheter tubing. Although a definitive root cause could not be determined, flexural fatigue, pinch-off, and suturing the catheter to the tissue could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.